Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Lining from the outside of the tampon in vagina [foreign body in reproductive tract] lining from outside of the tampon: broke off [device breakage]. Case description: consumer reported via email that the tampon lining was left behind in her vagina after use. No serious injury was reported.